Manufacturer narrative:
On 3/5/2020, device evaluation was completed. Device evaluation summary: during evaluation of the sample, it was observed to be intact. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the implants were intact upon removal. Hence, filed h6 device code has been updated from "material rupture" to "adverse event" on this form. Replacement information was also provided as catalog number: 3503004bc; serial number (B)(6) on the right side and catalog number: 3503004bc; serial number: (B)(6) on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the date of explant is (B)(6) 2019. Hence, field d7 has been updated, "is required intervention" ahs been checked in section b2, and method code under h6 has been updated to "device not returned". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/25/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: right side 300cc mentor memorygel breast implant; catalog# 3503004bc; s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation with 300cc mentor memorygel breast implant and was presented with left side rupture confirmed by MRI on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.